Event description:
Rn had left room to get patient's pm meds, patient adequately sedated and restrained and intubated. Ventilator began alarming shortly after, charge rn and primary rn ran back to room to assess patient. He was sitting upright in bed with right had attempting to pull out ett. Right wrist restraint clip had broken, and patient was able to freely move hand, going directly to remove ett. Rns and additional staff able to restrain patient until thicker restraints able to be applied and patient was re-sedated. Ett placement verified by cxr and remained in place, but equipment had been damaged by patient and required replacements by respiratory therapy.